Event description:
Rec'd a verbal report from dialysis facility in 11/2005 of a pt who experienced shortness of breath, hypertension, and chest heaviness. Also, the reporter submitted add'l info as well as the treatment sheets. The nurse provided a history as well. For this event, the pt was placed on dialysis and well into 2 hours of treatment reported shortness of breath and oxygen was administered. A bp taken at that time was 236/100. It was also discovered that the pt was being dialyzed with the 160nre instead of the correct prescribed 160nr dialyzer. The pt's treatment was discontinued at that time and all blood was safely returned to this pt. The md evaluated this pt and detected a change in lung sounds. A decision was made to further evaluate this pt so the pt was transferred to the ER. Bp at discharge was 172/85. The pt was admitted and underwent diagnostic workup. The pt was discharged to home with an unknown diagnosis. This pt has a history of anxiety, cardiac disease and is also frequently short of breath. She has since been ordered 1 mg. Of ativan pre treatment. The pt continues shortness of breath at this time and frequently takes her own nitro for chest tighness prn. The pt is able to continue dialysis as an outpatient in this facility with no ill effect related to this event. A sample is available.